Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The image failure was caused by a damaged connector. A test blade was plugged into the monitor and the monitor was powered on; a "no signal" error messaged appeared. The input connector / front window assembly was replaced. The test baton was reconnected to the monitor and the monitor was powered on to confirm the monitor was in working order. Service was complete. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a portable video monitor, no signal came out of the monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.